Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a hyperglycemia event with three infusion sets on (B)(6) 2026 due to a bent cannula. The patient noticed symptoms three hours after insertion. The infusion set was inserted in the abdomen and had been in use for eight hours. The patient was treated with multiple daily injections. No further information available.